Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no drawer failure. A technical support specialist guided the customer in powering on the aio by utilizing the power button. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system cabinet was down. The customer reported that the screen was black, which hindered their ability to log in and issue medication. There were no adverse events or injuries reported based on this event.